Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cannula was fractured in the union of the neck to the body. The customer stated that the patient became irritable with mild cyanosis nasal flutter when attempting to aspirate secretions. The probe did not pass through the tracheostomy cannula when verified it was fractured in two parts, externally the universal adapter and in the trachea the body of the tracheostomy cannula which could not be extracted. It required the patient to be rechanneled with a 4.0 tracheostomy tube with balloon. It was connected to invasive mechanical ventilation with immediate response. Foreign body extraction by fibrobronchoscopy was performed successfully. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.